Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388t implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that there was unexpected battery longevity possibly due to high chronic thresholds. It was noted that the patient was pacemaker dependant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.